Manufacturer narrative:
The concorde lift convex cage was returned for evaluation. Visual inspection identified that the cage was fractured through the central actuator screw. Optical imagining found evidence of a static overload. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively identified however fracture analysis report suggests that the proximal wedge underwent angulation relative to the end plates resulting in bending of the central actuator screw which ultimately experienced a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Review of the device history record identified no issues during the manufacturing or release of the product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep reported to product director. Concorde lift failure. Complaint form sent to sales rep for details. Per complaint form: surgeon inserted cage at steep angle. Malleted the inserter and the back of the cage broke.